Manufacturer narrative:
Product analysis as found condition: the apollo catheter was returned for analysis within a shipping box, inside an opened apollo outer carton, and within a plastic bag. No guidewire was returned. Damage location details: no damages were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter distal shaft. The detached distal tip was not returned. No other anomalies were observed. Testing/analysis: during testing, the apollo catheter failed to be flushed with water. Next, an in-house mandrel was inserted through the apollo catheter hub without any issues, and advanced into the catheter body, where resistance was met. The resistance was found to be caused by solidified saline within the catheter body. It¿s likely the saline solidified after the procedure. No further testing was performed. The ldpe overlap was measured to be 1.23mm, which is within specification (1.0-2.5mm). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance during delivery¿ was unable to be confirmed; however, the event could not be ruled out. The report mention that the resistance was met within the catheter hub, which was unable to confirm. A few possible causes of resistance are but not limited to, incompatible devices, patient vessel tortuosity, guidewire or delivery system damage, and insufficient catheter flushing or lack of continuous flush; however, no root cause was able to be determined. During testing the in-house mandrel was able to advance into the hub without any issues. No resistance was able to be reproduced. The unknown guidewire used in the event was not returned, in addition, the detachable distal tip was not returned; therefore, any contribution the detachable tip and/or the guidewire had towards the detachment was unable to be analysis. No mention of the detachable tip detaching was noted in the report. A few possible causes of ¿tip detachment¿ are but limited to patient vessel tortuosity, incompatible products, and/or advancing the guidewire against resistance; however, the root cause was unable to be determined. It was noted that the patient's vessel tortuosity was moderate. No mention of a continuous flush during the procedure was reported. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU); in addition, the unknown guidewire was hydrated per the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a guidewire met resistance when accessing an apollo catheter and could not be advanced. No patient symptoms or complications were associated with this event. The patient was undergoing liquid embolization (onyx) surgery for treatment of an arteriovenous malformation. Femoral artery access vessel diameter was 4.5 mm. It was noted the patient's vessel tortuosity was moderate. Medical or surgical intervention was not needed to prevent a permanent impairment of a function, the event did not lead to or extend patient hospitalization, and there was no injury as a result of the event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). Additional information was received. Resistance was encountered at the proximal part of the catheter. No kink or damage was noticed on any of the devices (catheter or guidewire). The guidewire was hydrated per the IFU but was not able to pass the catheter hub, as it locked on the way up. No damage was found to the catheter hub, only resistance. The guidewire tip was not shaped. The cause of the resistance was not determined, as nothing apparent was found and the guidewire simply did not progress. The location of the avm (mav) is unknown. The procedure was completed by replacing the microcatheter and microguide.